Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 7 bd precisionglide¿ needles experienced leakage, and a loose plunger. The following information was provided by the initial reporter: material no: 305110 batch no: unknown. (Reported 200901which is not valid for any bd products) caller reported leaked from syringe and needle even though connected tight and 2-3.. Plungers loose, since january. (Event date is approximate) number of occurrences - 7. Did the caller insert the needle into the cartridge and encounter fill resistance? - no. Did issue cause any injury? - no. Did customer require medical intervention? - no.